Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited image issues intermittently due to damage on the charge coupled device (ccd) unit, and the image is not displayed. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Additionally, the investigation, found that: image issues intermittently was due to damage on the charge coupled device (ccd) unit, and the image is not displayed. Based on historical data, the reportable malfunction probable causes were possibly due to damage or deterioration of parts, environmental problems like dust/dirt/humidity, optical problems, overheating problems, and electrical problems like signal loss or open circuit. However, a root cause analysis could not be determined/identified. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.